Manufacturer narrative:
(B)(4). Date sent: 3/20/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a colon procedure, no staples were deployed, drivers visible. Over sewn to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56483 photographic analysis the picture shows tissue and a cut line, some staples are present and some staples were noted to be missing from the staple line. However, the staple formation cannot be appreciated. Based on the photo alone the missing staples noted in the event can be confirmed. The staple formation issues cannot be confirmed. There is not enough evidence in the photo to determine root cause. The analysis results showed that the tx60b device (b) arrived with no apparent damage and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.